Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing found that the pendant says "door open" when door is fully closed. Troubleshot and found the door sidewall switch needed to be adjusted. Adjusted switch and tested. System is fully functional. Other relevant device(s) are: product ID: b i71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site's system door open message remains even when the gantry is fully closed.  No patient present. No delay.